Manufacturer narrative:
Common device name: defibrillator, automatic implantable cardioverter, with cardiac resynchronization (crt-d). At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited premature battery depletion (pbd). This device was explanted. No additional adverse patient effects were reported.